Event description:
A peritoneal dialysis (pd) patient experienced turbid pd effluent. The cause of the event was not reported. It was reported that the day after event onset, the patient was hospitalized for turbid effluent and was treated with vancomycin injection (1g, stat, intraperitoneal, discontinued) and ceftazidime injection (1g, stat, intraperitoneal, discontinued) for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovered from turbid pd effluent. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.